Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 400mg/dl and 180mg/dl. Quality controls were expired. No adverse event reported. Customer does not have strips remaining; a replacement was sent.